Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely scope communication error (b30 error) and no image displayed are due to a failure of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error that was not eliminated after cleaning the interface. The issue occurred after a diagnostic nasopharyngoscopy procedure. The patient was not under anesthesia and the procedure was completed using the same set of equipment. There was no delay and no reports of patient harm.